Event description:
"Physician used first thoracentesis catheter kit to remove 1900cc and noticed a break in the catheter and a cracked barrel so a new kit was opened. Second catheter was inserted which "shattered". Attempted to retrieve piece but unable. Examined sheath outside the body and simple touch "shattered" it. Expiration date of the product is 2008. Per the physician."

Manufacturer narrative:
Complaint samples were received for each catheter listed in the complaint report. The inspection of the first catheter did not confirm the failure mode described in the complaint report. No issues were identified with this catheter assembly. Therefore; the reported issue for this catheter could not be confirmed. The inspection of the second catheter confirmed the stated failure mode. The investigation confirmed the catheter was brittle and fragile. Exposure to uv light can cause the catheter to become brittle and fragile. As a corrective action to this root cause, the catheter material was changed to a material more resistant to degradation from uv exposure. Likewise, the catheter assembly is packaged in a foil pouch to minimize uv exposure. This corrective action was implemented subsequent to the MFR of the catheter assembly used in lot l5l455.